Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system shut down/ locked up intermittently. The fse determined the cause of the problem to be all electrical equipment in the room ran off the same 20 amp breaker, causing the system voltage to drop under high loads; the power supply caused the intermittent lock ups when power load was the greatest and the voltage dropped. The fse adjusted the ps1 power supply to 5.20 volts from 5.09 volts; reseated cables and connections; and verified system functionality. The power supply is a hardware component that supplies power to system. It regulates the voltage to an adequate amount, which allows the systems pcbs and other components to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Maladjustment of the power supply can cause a variety of system functionality issues, including system lock ups. Adjusting the power supply resolves this issue. This complaint does not represent a malfunction because the power supplies require output adjustment periodically.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's high voltage cable were relubricated and reseated and a filament calibration was performed. The 5vdc power supply voltage was adjusted along with the system's cable and circuit boards being reseated to bring system to optimal voltage levels. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system made a loud noise and locked up with a poor image displayed. The system required a reboot to recover functionality. No patient serious injury or death was reported related to this event.